Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported device damaged by another device (dislodged) was due to procedural circumstances. The reported slda was a cascading event of the reported device damaged by another device (dislodged). The reported improper or incorrect procedure or method was associated with the user not confirming the clip arms to be perpendicular to the line of coaptation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5, restricted leaflets, tethered septal leaflet, large ventricle, and large atrium with a very large gap. A triclip was inserted and deployed on the tricuspid valve. A second triclip xtw was then inserted and deployed on the tricuspid valve. However, it was noted that the clip arms had not been confirmed to be perpendicular to the line of coaptation. A third triclip was inserted and advanced to the tricuspid valve. However, while inverting the third clip to go back into the right atrium, the third clip touched the second clip. The third clip was deployed on the tricuspid valve. However, after the third clip was deployed, the second triclip xtw detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). The procedure was completed with three clips implanted, reducing the tr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.